Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The device was not returned to brézins as repairs were carried out locally. According to provided information, the air sensor has been changed that solved the issue. The defective air sensor was sent to brezins for further investigation. Once in brezins, nothing was noticed during visual inspection. Following visual inspection, cross-tests were performed. The reported event could not be reproduced. The reported event could not be reproduced and might be linked to another part but can only be analyzed with the associated device, therefore the root cause remains unknown. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not confirmed. The trend is: normal.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: constant air bubble alarm. Tried test and calibration, both failed. Replaced air bubble sensor. Performed calibration and test, both passed. Returned to service. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.